Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user remained connected to the ilet during a supply change, which led to unintended insulin delivery and hypoglycemia. The user was taken to the emergency room by a caregiver, treated with food, monitored overnight, and discharged on 08-jul-2025. No long-term effects were reported.